Manufacturer narrative:
(B)(4).

Event description:
The customer initially called requesting a firmware upgrade cd for their accu-chek inform ii meter serial number (B)(4). The customer then stated that they received an erroneous high result for one patient sample tested on the meter. At 13:40, a sample from the patient was tested using a laboratory method and resulted as 140 mg/dl. At 13:47, a fingerstick sample from the patient was tested on the meter, resulting as 230 mg/dl. The patient was treated based on the laboratory method result of 140 mg/dl. It was asked, but the treatment provided to the patient is not known. At 15:16, a fingerstick sample from the patient was tested on the meter, resulting as 83 mg/dl. At 16:38, a fingerstick sample from the patient was tested on the meter, resulting as 96 mg/dl. The same vial of test strips was used for all meter testing. No adverse events were alleged to have occurred with the patient. The customer was not aware if the patient had any blood flow issues. The customer stated that alcohol was used to clean the patient's hands prior to obtaining a sample, but is not sure if the alcohol was dry prior to obtaining the sample. The customer states that it is their policy to wipe the first drop of blood from the fingerstick. Controls are run daily on the meter and were within range. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's product was not returned, so no further investigation was possible. No information was provided that would point to a cause for the result discrepancy.